Event description:
The treating physician reported that the relationship of the increased seizures to vns is unclear, as he first saw her in (B)(6) 2013. The relationship of the increased seizure frequency to pre-vns baseline level is unknown. He doubts any external factors preceded the onset of increased seizures. No interventions were taken.

Event description:
It was reported that the patient had an increase in seizures recently; however, they do not believe the vns device is at end of service (eos) yet. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been received.

Event description:
It was reported that in (B)(6) 2013 that the patient was doing okay.

Manufacturer narrative:
.